Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer stated that her pump died earlier and she had to go to the store and pick up new batteries, but now she has an circle at the top of her screen and she's not able to rewind and prime her pump. She hasn't had any insulin since then because she was having a hard time going through the rewind and prime sequence. Patient's other blood glucose value was unknown. Customer declined trouble shoot for high blood glucose. The device is not expected to be returned for analysis.